Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient experienced a device notifier. Subsequently, the patient presented in clinic were a stored electrogram revealed the device was post-paced t-wave oversensing on the ventricular lead. The patient did not receive inappropriate therapy during any episode of oversensing. Programming changes were made. No further information was available.